Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Uncomfortable stimulation/overstimulation was reported. Impedance measurements were not taken. It was reported that the stimulator was going off continuously, the ins turned off last night and seemed to be malfunctioning at that time. Later in the shower when the patient moved, their ins jolted them throughout their body. The patient¿s body was contracting and pulsing. They could not get it to turn off using the remote so they reduced the amplitude and the patient was no longer experiencing the jolting effects. After the amplitude was reduced they could turn off the ins. The issue was reported to have occurred suddenly. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.